Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was -1 mm, and the implant depth on the lcc was -1 mm. Additionally, sinus sequestration and coronary artery occlusion occurred as a result of the dislodgement. Subsequently, the transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's small anatomy, specifically an elliptical tapering left ventricular outflow tract (lvot), caused the valve to dislodge. Additional information was received that the deployment starting point was mid-pigtail, and the direction of the dislodgement was aortic. A medtronic guidewire was used during the implant. There was no patient history of coronary occlusion.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was -1 mm, and the implant depth on the lcc was -1 mm. Additionally, sinus sequestration and coronary artery occlusion occurred as a result of the dislodgement. Subsequently, the transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's small anatomy, specifically an elliptical tapering left ventricular outflow tract (lvot), caused the valve to dislodge.